Manufacturer narrative:
(B)(4). Information was received indicating the marker lumen was not flushed prior to the procedure and the physician was not trained. It should be noted that the proglide instructions for use (IFU) states to verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the perclose proglide smc if the marker lumen is not patent. In this case, information was received stating that blood flow was present trough the marker lumen during the procedure thus the absence of flush did not contribute to the reported event. Analysis was performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment. The reported failure to achieve hemostasis appears to be related to use technique (absence of training). The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue.

Event description:
Subsequent to the initial medwatch report the following additional information was received. The patency test was not performed to confirm the marker lumen wasn't blocked. There was blood exiting the marker lumen to confirm the device was in correct location prior to starting the deployment process. No additional information was provided.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, per instructions for use: under important precautions - this device should only be used by physicians who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 14fr. Reportedly, the proglide device failed to achieve hemostasis. A 14fr sheath was placed. The tavi procedure was completed and the artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the following is additional evaluation summary information: the reported failure to achieve hemostasis appears to be related to the observed needle to cuff miss/suture retrieval issue.

Event description:
Subsequent to the final medwatch report the following additional information was received. The physician is trained in the use of the proglide device. No additional information was provided.